Event description:
It was reported that during an unknown procedure, the second stroke was not able to perform and the device was not able to be used after that. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken closing trigger, damaged release button. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Use on lung tissue, wedge resection procedure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Blue cartridge. What other color cartridges were used before and after this event? Yes, blue cartridge. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Sound cracking in the 2nd stroke. Were any of the forces higher or lower than expected (closing, firing, or opening)? A little harder to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? After the 1st stroke, the firing trigger was broken down & the knife could not move any further, the jaw could not open even using manual release button. Was there any difficulty removing the device from the tissue? Surgeon continued to press firing trigger for a while, then use the manual release button to retract the knife, then he could open the jaw. Is there any other additional information you would like to share about this device or procedure? The firing handle was malfunction that we could easily press it many times while the knife did not move the device was received for analysis with the clamping mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, the release button was noted to be damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.